Manufacturer narrative:
Findings: pump received with cracked battery tube threads, reservoir tube lip, belt clip slot, minor scratched display window. Pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. The customer stated that the pump was dropped and just some scratches, no visible damaged. The customer was advised to perform self-test and it passed. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.